Event description:
The customer reported having high and low blood glucose, and she believes the insulin pump is not working properly. During the call, the customer mentioned being hospitalized for ketoacidosis. Troubleshooting was declined as customer requested assistance with upgrading the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.